Event description:
The plaintiffs attorney alleged that the patient experienced a cardiac event, which is alleged to have been caused by naturalyte and/or granuflo administrated for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one event for the same patient involving two separate products.